Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the ventilator being unable to maintain fio2 levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift.

Event description:
It was reported that the device needed maintenance. During the device evaluation, ventec observed that the ventilator was unable to maintain fio2 (fraction of inspired oxygen) levels. There was no patient involvement associated with the reported event.